Manufacturer narrative:
There were multiple proximate causes identified. They are as follows: rear case fluid ingress. Keypad delamination. Ail assembly cracked housing. Left iui (female) corrosion observed. The iui's must be replaced when signs of corrosion are observed. Right iui (male) corrosion observed. The iui's must be replaced when signs of corrosion are observed. Membrane frame discoloration. (Cosmetic issue only). Door cover damaged associated to wear. Bezel lower hinge crack.

Event description:
The device had multiple components that were damaged.

Manufacturer narrative:
H10: this reported issue and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The reported issue that the device broke was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.

Event description:
The device had multiple components that were damaged.

Manufacturer narrative:
Additional information provided: h.7 & h.9.